Manufacturer narrative:
(B)(4).

Event description:
It was reported that the product turned up at the hospital damaged. The swg seemed to be kinked. There was no pt involvement. No delay in treatment. No complications or death occurred.